Manufacturer narrative:
Clinical review: based on the available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to the performance of a fresenius device(s) and/or product(s) occurred. The adverse event was unrelated to any malfunction or deficiency of a fresenius device(s) and/or product(s). Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the patient had an allergic reaction to the optiflux f180nre dialyzer during their hemodialysis (hd) treatment. Additional information was obtained during follow-up. The patient began treatment with the optiflux f180nre dialyzer and ran for approximately 35 minutes when they began experiencing respiratory distress. The patient received oxygen at an unspecified point in response to the respiratory distress. It was not documented that an anaphylaxis medication was administered. Treatment was stopped and the patient was transported to the hospital via emergency medical services (ems). The optiflux 180nre dialyzer was discontinued as the patient¿s prescription and added as an allergy. The patient¿s prescription was changed to the optiflux f180nr dialyzer. The sample was not returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Seven lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were one to multiple approved temporary deviation notices (dn) reported on each of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
It was reported to fresenius that the patient had an allergic reaction to the optiflux f180nre dialyzer during their hemodialysis (hd) treatment. Additional information was obtained during follow-up. The patient began treatment with the optiflux f180nre dialyzer and ran for approximately 35 minutes when they began experiencing respiratory distress. The patient received oxygen at an unspecified point in response to the respiratory distress. It was not documented that an anaphylaxis medication was administered. Treatment was stopped and the patient was transported to the hospital via emergency medical services (ems). The optiflux 180nre dialyzer was discontinued as the patient¿s prescription and added as an allergy. The patient's prescription was changed to the optiflux f180nr dialyzer. The sample was not returned to the manufacturer for physical evaluation. No additional information was provided.